Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: left fallopian tube /perforation (fallopian tube'), embedded device ('one embedded within the fibrous tissue') and crohn's disease ('auto immune disorder type of disorder: crohn's disease,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: ortho-novum 7/7/7. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), celecoxib (celexa), esomeprazole and metronidazole (flagyl 250). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), diarrhoea ("gastrointestinal or digestive system condition type: excessive diarrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infections") and social anxiety disorder ("psychological or psychiatric problems condition: social anxiety disorder"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, menorrhagia, vaginal infection, social anxiety disorder, crohn's disease, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea and fatigue outcome was unknown and the vaginal haemorrhage, abdominal pain and back pain was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, back pain, crohn's disease, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, rash, social anxiety disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: left fallopian tube /perforation (fallopian tube'), embedded device ('one embedded within the fibrous tissue') and crohn's disease ('autoimmune disorder type of disorder: crohn's disease,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: ortho-novum 7/7/7. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), celecoxib (celexa), esomeprazole and metronidazole (flagyl 250). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), diarrhoea ("gastrointestinal or digestive system condition type: excessive diarrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infections") and social anxiety disorder ("psychological or psychiatric problems condition: social anxiety disorder"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, menorrhagia, vaginal infection, social anxiety disorder, crohn's disease, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea and fatigue outcome was unknown and the vaginal haemorrhage, abdominal pain and back pain was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, back pain, crohn's disease, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, rash, social anxiety disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: mr received : event "one embedded within the fibrous tissue", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: left fallopian tube /perforation (fallopian tube') and crohn's disease ('autoimmune disorder type of disorder: crohn's disease,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's previously administered products included for an unreported indication: ortho-novum 7/7/7. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), celecoxib (celexa), esomeprazole and metronidazole (flagyl 250). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("injury to herself"), menorrhagia ("menorrhagia"), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), diarrhoea ("gastrointestinal or digestive system condition type: excessive diarrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infections") and social anxiety disorder ("psychological or psychiatric problems condition: social anxiety disorder"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal infection, social anxiety disorder, crohn's disease, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea and fatigue outcome was unknown and the vaginal haemorrhage, abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, crohn's disease, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, rash, social anxiety disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Reporter's information updated. Events:abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:vaginal infections, psychological or psychiatric problems condition: social anxiety disorder, autoimmune disorder type of disorder: cohn's disease, rashes or skin conditions type: rashes, migraines / headaches,migration of essure device location of device: left fallopian tube, salpingectomy nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: excessive diarrhea, did not undergone essure confirmation test were added. Outcome of ever were updated. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.